Manufacturer narrative:
Qn# (B)(4). The customer returned one cartridge of 002200 horizon ti med 6/cart 180/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were two clips remaining in the cartridge. Evidence of use in the form biological material was observed on the cartridge. No defects or anomalies were observed. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. All remaining clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A device history record review was performed, and no relevant findings were identified. The reported complaint of "ligation failure-clip not closing" was not confirmed based upon the sample received. Upon functional inspection, all remaining clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. Since no functional issues were found with the returned clips, the reported issue could not be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " the surgeon found that could not be driven in". To continue the procedure, the medical professional changed to a new set. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
It was reported that "the surgeon found that could not be driven in." To continue the procedure, the medical professional changed to a new set. The patient's current condition is reported as "fine."